Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w version: 2.9d. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with corroded battery tube, scratched case, cracked keypad overlay, cracked reservoir tube lip, cracked retainer, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.